Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device evaluation could not be completed. The lot number is unknown, therefore, a batch review was not performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died due to an unreported cause coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. It was not reported whether pd therapy was ongoing until the time of death or if the patient was performing pd therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.